Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's front case and therapy connector. After unrelated repairs were completed and proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device therapy connector port was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The root cause was determined to be a damaged therapy connector.

Event description:
The customer contacted physio-control to report that their device therapy connector port was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.